Event description:
It was reported that during the unknown procedure, instrument made an error alarm after using 2 hours. Blade was broken. Another like device was used to complete the case. There were no pt consequences.